Event description:
It was reported that the pt experienced a loss of therapeutic effect and an increase in pain. The pt's catheter was subsequently repositioned from t1 to t7 to better target the pt's pain. The medications being delivered via the device were hydromorphone, bupivacaine, and droperidol. The pt recovered w/o sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.